Manufacturer narrative:
The sigma onsite technician received the pump from the biomed tech, downloaded the history log, determined that the pump was being used in care area adult critical careed to deliver bivalirudin at 250 mg/50 ml, and that system error 110 occurred as reported. However, the sigma onsite tech was unable to reproduce the system error 110. Upon return to sigma, the service tech reviewed the history log and identified 2 additional, previous occurrences of the system error 110, but was unable to reproduce the system error 110 through testing.

Event description:
The following information was communicated to sigma regarding an event that occurred in the cardiac cath lab: "during the middle of the case the sigma spectrum pump went into failure while it was infusing angiomax." The biomed tech tested the pump following the sigma pm procedure and confirmed the pump performed as expected within allowable limits.